Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with over 5000 episodes of inappropriate mode switch due to atrial lead noise. The noise was easily reproduced in clinic with isometrics. No intervention was performed. The patient was stable and will continue to be monitored.